Event description:
It was reported the patient used 3 groups: group a ¿ high settings, group b ¿ lower settings, and group c ¿ implantable neurostimulator (ins) was off. It was noted with group a, they could not feel stimulation and they were unable to turn it on. With group b the patient felt stimulation but the ins would turn off after 10 minutes. They were unsure if the patient was programmed with scheduled therapy or cycling. It was noted the patient did not know how to interpret the screen and appeared to have an issue. Additional information received reported that the patient went into the clinic on (B)(6) 2014. It was noted that the device was interrogated and it was noticed that the output for group a was at 0 volts. It was noted that the reporter was the one who checked the patient¿s device on the previous visit and the reporter did not believe that he did that. It was noted that adjustments are made to outputs at the routing clinical study visit to look for the lowest output the patient could still feel but the device is never set all the way to 0. It was noted that the reporter was not sure how it happened. It was noted that the programmer was saying ¿batteries low, replace soon¿ so the batteries were replaced in the patient programmer. It was noted that the reporter was not sure if the low batteries on the patient programmer were part of the problem or if it was just human error. It was noted that the patient was reprogrammed from 0 to 9 volts for group a. It was noted that the battery was replaced in the programmer. It was noted that no more issues were reported by the patient since (B)(6) 2014. It was noted that the patient was doing fine and receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n318290, implanted: (B)(6) 2012, product type: accessory; product ID 3 7744, serial# (B)(4), product type: programmer, patient; product ID 355531, lot# n314309, implanted: (B)(6) 2012, product type: screening device; product ID 3550-43, lot# n319221, implanted: (B)(6) 2012, product type: accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).